Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. A good faith effort was attempted by email to (B)(6). There has been no communication from the customer on the return of the device. The device has not yet been returned to the manufacturer for evaluation. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. In the previous report, section in box g: report source (rfb) was incorrect. The section in box g: report source (rfb) has been corrected in this report. Recall (z) number (rfb) also updated in this report.